Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. To resolve the issue, the inspiration block was replaced. The unit passed verification test and now working according to manufacturer's specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e alarmed 388 (no o2 dosing possible). The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.